Event description:
Dr is reporter and states customer has diagnosis of keratitis, but didn't use renu. Cultures were positive in the left eye. Customer is a contact lens wearer and is compliant, according to her dr. Customer has recently travelled to the states from another country.